Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction code did not recur.